Event description:
The reporter stated upon injection of an aq2010v silicone three piece lens through the cartridge, they noted the lens did not look right. The lens was not used and there was no patient contact. This is one of two lenses used for this patient - see MFR report#: 2023826-2012-00686.

Manufacturer narrative:
Patient code: (B)(4). Device code: (B)(4) lens did not look right. Method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found the lens stuck in the returned cartridge. There was no visible damage to the cartridge. There was evidence of clear surgical residue. Conclusions: no conclusion can be drawn. Based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).